Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07874. It was reported the patient experienced some falls. In turn, the patent experienced stimulation in unwarranted areas. X-ray confirmed migration did not occur. Reprogramming was tried to no avail. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced. Reportedly, stimulation was restored post operatively. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.